Manufacturer narrative:
During quality investigation, the customer's complaint was duplicated. Further investigation revealed corrosion damage to the press plug and the mid speed motor and other component parts. The damaged parts were replaced and the device was repaired and returned to the customer.

Event description:
The stryker micro sagittal saw was sent in for eval because, it was heating up during set up for a procedure. There was no pt involvement; no adverse event was reported.